Manufacturer narrative:
Failure analysis of the returned power supply indicates the failure of c56 prevented the power supply from operating on ac power.

Event description:
It was reported that the backup battery fails testing. No reported patient involvement.

Manufacturer narrative:
On 01/13/2016. The fse confirmed the issue as an error code 1014, power supply failure. Replaced the power supply, the backup battery and the external battery. The unit passed all required testing.

Event description:
The backup battery fails testing. No reported patient involvement.

Event description:
The backup battery fails testing. No patient involvement.